Event description:
The customer provided two guide wires in association with MDR# 1036844-2015-00082. It was determined that a complaint had not been reported for the second guide wire malfunction. This report has been generated for that event.

Manufacturer narrative:
(B)(4). An additional guide wire was returned with another complaint sample. The guide wire was visually examined and kinks were observed in the body at 2 cm and 5 cm from the proximal end. The device was found to be intact. Manufacturing records could not be reviewed because the product number and lot number could not be determined. No product issue or event was reported and no information could be obtained from the hospital or the distributor. With no information on the event, the probable cause of this product issue could not be determined. If information on this event becomes available, this investigation will be reopened and evaluated.